Manufacturer narrative:
(B)(4).

Event description:
The pt went to the ER on (B)(6) 2010, regarding the pump; the reporter was not certain why. The next day, a dye study was done. The catheter looked fine and there were no stalls in the pump logs. The pump indicated that the catheter volume was 0.361ml. The healthcare provider (hcp) thought that was a high volume and chose to prime 0.2ml to be conservative. After the prime, the pt began showing signs of overdose. Narcan was administered and pt responded. Additional information has been requested, a follow-up report will be sent if additional information becomes available.